Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their right ventricular (rv) lead capped and replaced on (B)(6) 2021 due to high capture threshold and out of range pacing impedance. The patient was asymptomatic to the issue and stable throughout the procedure.